Manufacturer narrative:
Batch review performed on 09 march 2020: lot 1901458: (B)(4) items manufactured and released on 13-may-2019. Expiration date: 2024-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 1900793. Batch review performed on 09 march 2020: lot 1900793: (B)(4) items manufactured and released on 08-may-2019. Expiration date: 2024-04-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 6 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon revised the head and liner and the surgery was completed successfully.